Event description:
Confidential complainant addendum ¿ (B)(6) equipment safety & incident summaries concise addendum for food & drug administration (FDA)/ (B)(6) state dept of health (B)(6) and two medwatch-ready malfunction narratives. No protected health information, no device identifiers, no outcome/actions sections. Treat complainant as confidential and correspond by email only. Addendum for FDA/(B)(6) ¿ equipment safety findings ¿ a biotronik programmer that fails to display egms (electronic grid monitoring) was used routinely for an extensive period, then removed from clinical use; leadership instructed staff to retain it as "leverage" for vendor replacement once the replacement programmer was obtained. The malfunctioning programmer is still used sparingly if the primary programmer is unavailable. ¿ a biotronik programmer at the (B)(6) clinic has an intermittent, flickering/distorted display yet remains in use for patient sessions. Medwatch (FDA form 3500) ¿ narrative a: biotronik programmer ¿ no egm display device: biotronik cardiac device programmer located in (B)(6). Problem: no intracardiac egms display during connected sessions. Event description: the programmer paired with implanted cieds (cardiac implantable electronic device) but failed to display egms on the egm screen despite normal device sensing. Issue reproduced across multiple sessions after reboot and cable reseat; no error code displayed. Loss of egm visibility delayed interpretation/testing and impaired adequate device assessment. Medwatch (FDA form 3500) ¿ narrative b: biotronik programmer ¿ screen flicker/blanking ((B)(6)) device: biotronik cardiac device programmer located in the physician office with the storage of all cardiac device programmers problem: intermittent screen flicker/blanking with distorted image during interrogations/programming. Event description: during active sessions at the (B)(6) clinic, the touchscreen intermittently flickered and went black for several seconds before returning. Issue recurred within and across sessions after reboot and ac/battery swaps, impeding real-time monitoring and programming confirmation. Patient code: 4582. Device code: 1182, 1183. Reference report#: mw5176191.